Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Please see updates to b5, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the image was lost during an upward angulation. The root cause of this could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was added that the reported event occurred during a diagnostic flexible bronchoscopy procedure. The procedure was completed with no delay and no reports of patient/user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope when scope was flexed the screen went black with an error code. The event occurred during the procedure.